Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be defective hardware. The investigation revealed that the main computer (host) of the imaging system sporadically had a defective motherboard. This was the reason why the system needed several startup attempts before the actual patient examination. The boot process was interrupted immediately after the bios screen (start screen of the basic input/output system) and the system had to be started several times to put it in perfect condition. This led to a moderate delay in the patient examination. The database was checked for error rates and the motherboard's spare part consumption was found to be well below the threshold. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During an emergency procedure, the user reported that the system was not working properly and several reboots were attempted. The system did recover and the exam was continued, however, a delay in procedure did occur while the system was being restarted. There is no report of impact to the state of health of the patient involved.